Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that during follow-up in clinic, intermittent atrial undersensing was observed on stored and real time egms. Recommended programming changes will be discussed with the following physician. Further information is requested and not available yet.